Event description:
During a balloon angioplasty to treat a severely calcified right coronary artery with two sapphire ii pro otw balloons. Both balloons ruptured when inflated to 6 atmospheres. The second balloon detached from the shaft and became stuck in the lesion. Additional balloons were used to open the lesion, however, the detached balloon migrated to the distal patent ductus arteriosus in a small branch. No attempts were made to retrieve the detached component. The balloon angioplasty was completed with no other complications. The patient was stable.